Manufacturer narrative:
No make, material, or lot information provided; no radiographs were available for review so the complaint could not be confirmed. Review of the reported event simply stated a k-wire fractured off at the tip and remained in the patient so no definitive root cause could be derived, however excessive angulation, excessive screw advancement and or sclerotic bone are suspected as possible cause or contributors. No make, material, or lot code information was provided so a complete manufacturing review or labeling review could be completed, no additional investigation required.

Event description:
The event was identified during a review of the advanced material science study, the report identified that on (B)(6) 2024 a patient underwent a two level extreme lateral interbody fusion procedure at l3/4 and l4/5 during which broken k wire tip occurred during placement of l5 pedicle screws bilaterally. Reported to be "well-contained on both ap and lateral radiograph within the bone".